Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are loose. This was discovered before use. The following information was provided by the initial reporter: the label is loosening on the tubes.

Manufacturer narrative:
Investigation summary: photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are loose. This was discovered before use. The following information was provided by the initial reporter: the label is loosening on the tubes.